Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during second inflation at 4 atmospheres, the balloon ruptured. The device was simply removed together as a whole and the procedure was completed with another of the same device. No patient complications were reported.